Manufacturer narrative:
(B)(4) captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted with less than a year of as it exhibited high capture thresholds and loss of capture due to patient condition/anatomy. The patient underwent surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This supplemental updates with the results of the product investigation. Upon receipt at our post market quality assurance laboratory, the lead passed electrical testing. Allegation of failure to capture and high thresholds (from coding) could not be confirmed by analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted with less than a year of as it exhibited high capture thresholds and loss of capture due to patient condition/anatomy. The patient underwent surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.